Event description:
Per the info provided to co by the physician's office through co's international rep, the device was removed due to "infection". 1/14/97-upon receipt of the physician/surgeon's response to co's request for add'l info, he stated,..."infection was observed a out 5 weeks after implantation. No response to antibiotic therapy. Removal of the prosthesis was necessary".